Event description:
It was reported the patient discontinued use and recharging of the scs system approximately a year ago due to the pain had ceased. Recently, the patient opted to resume therapy due to pain, however, it was determined the ipg would no longer communicate with the external devices thus deeming the device inoperable. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Recall: 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.